Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed several controller power up events with no motor start events. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to bent pins in power port 1's connector and a displaced o-ring gasket on the serial port connector. A possible root cause of the displaced o-ring may be attributed to a shift in the manufacturing process; however, this is being investigate. Heartware has opened an internal investigation to evaluate damaged controller connector pins. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient woke to an unspecified alarm and tried to change the controller with his wife but the prongs on the controller were bent. Emergency medical services were called and the patient was disconnected maybe 5-10 minutes but unsure. He tolerated the controller exchange fine at the hospital, maintained metal status and walk out of the ambulance. The patient's controller port 1 had a broken pin. The patient is currently on heparin drip at the hospital. Upon arrival to the hospital, bp 92, current bp 88, ldh 176, inr 1.6.